Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Based on the complaint investigation, the root cause of this event is indeterminable. A possible contributing factor includes procedural related (suboptimal positioning). The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, nor preventative or corrective actions are required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) . The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, the patient experienced complete atrioventricular block during the procedure, which required placement of temporary pacing. Edwards received notification of an evoque valve in tricuspid position where during the procedure, the patient experienced complete atrioventricular block. Temporary pacing was initiated via guidewire and a pacing catheter was inserted from the neck. The procedure was completed, and the patient left the operating room with temporary pacing. On post-op day (pod) 6, the patient received a single-chamber leadless pacemaker. No additional interventions have been reported.